Event description:
Pain following urinary catheter insertion. When nurse attempted to deflate foley balloon (5cc) only able to remove 2cc of fluid from balloon. Md had to remove catheter, after fluid could not be removed even when catheter out.